Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, open circuits were noted in patient after sustaining a head trauma to the implant site. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 22, 2024.